Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 1.2 to 1.5 centimeters (cm), located in the anterior portion of the left upper lobe against the pleura. During the procedure, there was an issue with computed tomography (CT)-to-body divergence, but the physician did not re-register or troubleshoot this issue. Instead, they relied on the radial endobronchial ultrasound (rebus) and completed the procedure without delay. After the procedure, a routine chest x-ray revealed a large pneumothorax, so a chest tube was placed immediately. The patient was then admitted. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality, the physician attributed the pneumothorax to the proximity to the pleura. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. "Computed tomography (CT)-to-body divergence is the difference between the static preprocedural CT reconstructions and the dynamic, breathing lung during the bronchoscopic procedure... Because there are many potential contributing factors, CT-to-body divergence is expected to be pervasive across all platforms that rely solely on a preprocedural CT for guidance.¿1 CT-to-body divergence is an inherent risk for all platforms that utilize preprocedural CT scans as inputs; it is not indicative of device malfunction. Citation: pritchett ma, bhadra k, calcutt m, folch e. Virtual or reality: divergence between preprocedural computed tomography scans and lung anatomy during guided bronchoscopy. J thorac dis 2020;12(4):1595-1611. Doi: 10.21037/jtd.2020.01.35.